Manufacturer narrative:
Initial event information was received by united therapeutics drug safety on 02-oct-2025 from accredo health group, inc. And forwarded to millyard advanced medical products, llc, on 03-oct-2025. Based on that information, the event was initially assessed as non-reportable. Product was later returned to millyard advanced medical products, llc, for investigation on 21-oct-2025 and reportable information was discovered by way of a technical investigation completed on 18-dec-2025. Therefore, for MDR purposes, the date received by the manufacturer (g3) is 18-dec-2025, and the report source (g2) is listed as company representative. Logs retrieved from returned remunity remote, (B)(6), paired with remunity pump (B)(6) showed that no early cassette depleted alarms had occurred. However, depletes soon attention alarms were generated when 2 hours remained in a delivery, and cassette depleted alarms were generated 72 hours after a new cassette indication, which are expected conditions. Further review of the remote logs revealed pump error alarms causing deliveries to end prematurely, as well as cassette problem alarms. The associated workflow instruction to resolve these alarms would have instructed the patient to exchange their cassette, which may have led the patient to perceive that the cassette had depleted earlier than expected, as reported. During the investigation, a test delivery was performed with no abnormal behavior. Upon disassembly of the pump, evidence of past fluid ingress was observed, consistent with the pump error and cassette problem alarms. The presence of fluid ingress also corroborated the report of remodulin being observed in the pump. A specific cause for the fluid ingress could not be conclusively determined as the cassette used at the time of the event was not returned for investigation. Logs retrieved from returned remunity remote (B)(6), paired with remunity pump (B)(6), showed that depletes soon attention alarms and cassette depleted alarms were generated under the expected conditions. Further review of the remote logs showed no early cassette depleted alarms or unexpected alarms that would have ended a delivery prematurely. During the investigation, a test delivery was performed with no abnormal behavior. Upon disassembly of the pump, evidence of past fluid ingress was observed, which corroborated the report of remodulin being observed in the pump. A specific cause for the fluid ingress could not be conclusively determined as the cassette used at the time of the event was not returned for investigation. Attempts to obtain additional information regarding the reported event from accredo health group were unsuccessful.

Event description:
An initial event notification was received by united therapeutics drug safety on 02-oct-2025 from accredo health group, inc and forwarded to millyard advanced medical products, llc, on 03-oct-2025. It was reported that remunity pumps, (B)(6) would run out of remodulin earlier than expected. It was also reported that remodulin was observed in the pumps during a few cassette changes. Replacement remunity pumps were issued to the patient by accredo.